Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog lot# serial# unknown, product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient reported they needed a full-body MRI on (B)(6) 2022 but first their pain doctor wanted additional information about the patient's stimulator. The patient reported they had not been using the stimulator for probably about a year and a half because they'd been having problems/complications with it so they "just gave it up" and they had just put new batteries in the icon 3037 programmer and they had had someone trying to "walk me through the menu," but nothing had been coming up on the screen and they needed assistance. Patient services reviewed MRI compatibility information with the patient and the patient stated they were going to reach out to their managing health care provider (hcp) about having the implanted system removed so they could have the full body MRI because it wasn't doing anything for them "dormant" in their body. Patient services asked the patient for clarification on the "problems/complications they'd experienced with the neurostimulator and the patient clarified that it hadn't been "working," that it had caused them to have diarrhea. The patient stated "it wasn't nicely formed turds, it was always mush-mush," when they used the therapy so they turned the therapy off. The patient stated they'd learned how to manage it/live with their symptoms because "at least I didn't have to deal with that mess all the time." Patient services asked the patient if the therapy had worsened their symptoms and the patient stated "I don't know. It's been a couple years already," and they then asked about what to do with their programmer not powering on. Patient services asked the patient if they'd tried using aaa alkaline batteries and the patient stated "probably not," and stated they would have to try different batteries later. Patient services did not ask for event date of the patient's symptoms because the patient was slightly agitated, difficult to follow and not understanding all that patient services was saying.  Patient services then stated to the patient that the implant had still been in their body at the time of the falls and the patient replied "yeah right, well sure. No". No further complications were reported at this time. Additional information was received from the patient. It was reported that the cause of the device not working was undetermined. The patient had turned the device off. They wanted the ability to have an MRI for health reasons. The cause of the programmer not turning on was undetermined. The steps that were taken to resolve the issue was returning the unit to doctor. The device was removed via surgery.